Event description:
The MFR has refined the criteria for making MDR decisions. Upon a retrospective review, the following event is now believed to be reportable: a customer returned a 8mm electromyographic (emg) endotracheal tube stating "the cuff had a slow leak. The pt had to [be] re-intubated..." This event occurred intraoperative. There was no suggestion of pt injury. Testing/repair confirmed the reported event, finding a small tear in the cuff deflation affects the ventilation of the pt and reintubation constitutes medical intervention, making this a serious injury.

Manufacturer narrative:
A water test revealed that "bubbles were observed to be exiting from the cuff and... A small tear was noted in the area of several other visual anomalies. This visual anomaly was re-created by dragging the sharp end of a scissors across the surface of the cuff. Root cause is use error; the cuff was most likely punctured by a sharp object (instrument or dental) during intubation." The electromyographic (emg) endotracheal tube is intended for use as a means of providing both an open airway for pt ventilation and for intraoperative monitoring of emg activity of the laryngeal musculature during surgery when connected to a multi-channel emg neuromonitoring device. The emg endotracheal tube is a flexible silicone endotracheal tube with an inflatable cuff and is fitted with electrodes on the main shaft of the endotracheal tube, which are exposed only for a short distance, approx 30mm, slightly superior to the cuff. The electrodes are designed to make contact with the pt's vocal cords to facilitate emg monitoring of the vocal cords during surgery when connected to an emg monitoring device. Both the tube and the cuff are manufactured from material that allows the tube to readily conform to the shape of the pt's tracheal with minimal trauma to tissues. The emg endotracheal tube is packaged as a sterile single-use device. Nerve monitors are mandatory for use with the emg endotracheal tube. This product was being used for treatment, not diagnosis. Simple maneuvers to reposition the tube or pt are not considered medical or surgical intervention; but if the tube requires removal and replacement after the airway has been established such actions are considered an intervention. In this reported event re-intubation occurred during surgery, thus we are filing this report as an adverse event.